Event description:
It was reported that the tecnis toric intraocular lens (iol) was explanted in a secondary procedure and replaced with a zmb00 multifocal iol. It was stated that the iol was well aligned. However, the patient's visual system ''just didn't want the correction despite a high degree of keratometric cylinder''. It was stated that the incision was not enlarged and there was no vitrectomy needed. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The device was returned to the manufacturer. Visual inspection with the unaided eye shows the return sample is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. Device met manufacturing release criteria. The in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power. All pertinent information available to the manufacturer has been submitted. Placeholder.